Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300-400 mg/dl range. Insulin injections were used to address the bg level. The customer reverted to using insulin injections to manage diabetes. As the occlusion alarms had occurred in the past, troubleshooting to determine a possible cause of the occlusions was unable to be determined.